Event description:
Boston scientific performed a retrospective data analysis on rotawire and rotawire drive using the pinc ai healthcare database from premier. Patients are identified through use of rotawire and rotawire drive as identified in charge master billing. Adverse events were identified through the respective cpt/ICD-10 coding. The procedures were performed from (B)(6) 2023. These analyses are being performed as a specific activity to assess safety and performance rates associated with the subject device. Rotawire and rotawire drive outcomes were assessed against viperwire and viperwire advance. Rates of the adverse events including death, vessel trauma, mi, stroke, abrupt closure, bleeding, embolism, cardiac tamponade, pericardial effusion, arrythmia, and acute renal failure are reported below. A total of 1334 patients who underwent a procedure using a rotawire. The following is a summary of those results over 5 years (2019 -2023):. Vessel trauma/perforation rates for rota cases: 19 out of 1334 patients resulting in a rate of (B)(4), compared to a rate of (B)(4). Vessel trauma/perforation rates for rotawire cases fall within the range of or are lower than those of the competitors. Rates for vessel trauma/perforation are therefore comparable to or are lower than those of the competitive products and are therefore acceptable. Cardiac tamponade rates for rota cases: 7 out of 1334 patients resulting in a rate of 0.52%, compared to a rate of 0.00%-0.08%. Cardiac tamponade rates for rotawire cases fall within the range of or are lower than those of the competitors. Rates for cardiac tamponade are therefore comparable to or are lower than those of the competitive products and are therefore acceptable. Myocardial infarction rates for rota cases: 4 out of 1334 patients resulting in a rate of 0.30%, compared to a rate of 0.00%-0.23%. Myocardial infarction rates for rotawire cases fall within the range of or are lower than those of the competitors. Rates for myocardial infarction are therefore comparable to or are lower than those of the competitive products and are therefore acceptable. Pericardial effusion rates for rota cases: 1 out of 1334 patients resulting in a rate of 0.07%, compared to a rate of 0.00%-0.08%. Pericardial effusion would likely be caused by vessel trauma. Pericardial effusion rates for rotawire cases fall within the range of or are lower than those of the competitors. Rates for pericardial effusion are therefore comparable to or are lower than those of the competitive products and are therefore acceptable. The data demonstrate a low association of atherectomy devices with pericardial effusion. Abrupt closure rates for rota cases: 6 out of 1334 patients resulting in a rate of 0.45%, compared to a rate of 0.15%-0.30%. Abrupt closure rates for rotawire cases fall within the range of or are lower than those of the competitors. Rates for abrupt closure are therefore comparable to or are lower than those of the competitive products and are therefore acceptable. Acute renal failure rates for rota cases: 58 out of 1334 patients resulting in a rate of 4.3%, compared to a rate of 1.73%-3.27%. Acute renal failure rates for rotawire cases fall within the range of or are lower than those of the competitors. Rates for acute renal failure are therefore comparable to or are lower than those of the competitive products and are therefore acceptable. Bleeding rates for rota cases: 112 out of 1334 patients resulting in a rate of 8.4%, compared to a rate of 5.86%-6.18%. Bleeding rates for rotawire cases fall within the range of or are lower than those of the competitors. Rates for bleeding are therefore comparable to or are lower than those of the competitive products and are therefore acceptable. Embolism rates for rota cases: 2 out of 1334 patients resulting in a rate of 0.15%, compared to a rate of 0.15%-0.22%. Embolism rates for rotawire cases fall within the range of or lower than those of the competitors. Rates for embolism are therefore comparable to or are lower than those of the competitive products and are therefore acceptable. Stroke rates for rota cases: 6 out of 1334 patients resulting in a rate of 0.45%, compared to a rate of 0.23%-0.30%. Stroke rates for rotawire cases fall within the range of or lower than those of the competitors. Rates for stroke are therefore comparable to or are lower than those of the competitive products and are therefore acceptable.

Manufacturer narrative:
B3 date of event: data was provided for results recorded 01jan2019-31dec2023. 01jan2019 selected as the earliest possible date of event. Data obtained for this study is de-identified before being accessed by boston scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to bsc. Detailed product information was not provided to bsc and no further information is available. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information.